Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. Console logs from the reported day of event are consistent with complaint and show that during case start, the console presented with ¿optical sensor system error¿ and prompted the user to disconnect and reconnect pump. Analysis of the optical bench analog output revealed a localized defect of its ccd. The cause of the aic issue was a defective optical bench.

Manufacturer narrative:
. The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that while priming the impella 5.5, the optical sensor was not recognized. There was a visible light from the automated impella controller (aic), but the impella 5.5 did not connect properly. The aic was replaced, and the issue resolved. There was no reported patient harm.